Event description:
The lay user/pt contacted lifescan alleging the control solution test results are inaccurately low out of the control solution range. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01551 addresses the other device. It was reported to boston scientific corporation that two leveen needle electrode's were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the button to engage the array failed to function. A second leveen needle electrode was then used. However, when the button was functioned, resistance was encountered. The procedure was successfully completed with a different manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
(B) (4). As the facility indicated that they have identified that the incident was due to a programming error, and they will not be returning the device for evaluation,

Event description:
On october 8, 2009, the facility biomedical technician (bt) contacted baxter's technical services associate (tsa) to report a nurse noticing a respiration rate change for a patient while using a pca ii pump. The pump was programmed to deliver the following on an unknown date: concentration: 0.2 milligrams (mg) per milliliter (ml); dose: 0.4 mg?s; delay: 15 minutes; basal rate: 0.5mg per hour; duration: the pump ran from 12:55 pm to 9:28 pm. At 5:00 pm, the nurse noticed that there was a respiration rate change for the patient. Per the bt, the nurse reported they stopped the pump at approximately 5:45 pm. The pump display indicated that the pump had stopped. This is also reported in the event history log. Per the event history, the pump actually stopped infusing at 9:30. Pump administered a total of 4.28 mg's of dilaudid to the patient. The bt stated that zero attempts and zero injections were identified in the event history. Patient was administered narcan to return his respiratory rate to a normal reading. Patient responded to narcon and respiratory rate returned to normal. On november 3, 2009 the bt stated they tested the pump and it was fine, but agreed to return the pump for evaluation. The problem was caused by a programming error per the bt.

Manufacturer narrative:
The facility decided to keep the device and not send it back for evaluation.

Manufacturer narrative:
The pump evaluation is anticipated, but has not yet begun. The pump has not yet been received. A follow up report will be submitted after device evaluation is complete.